Manufacturer narrative:
Medwatch 5093699 was received by csi 30 march 2020. Updated event date and reporter address provided. Csi ID: (B)(4).

Manufacturer narrative:
Minimal information was provided by the patient, who had originally contacted customer service. Additional information was requested from (B)(6) at (B)(6), where the event reportedly occurred. (B)(6) could not find reference to the event in (B)(6) files since they had switched their records to an electronic system since the event occurred; she does not have access to any older paper files. Since the type of device (coronary or peripheral) is unknown, no model or exact brand name information can be provided in this report. Device product code was selected conservatively as mcx, although it is unknown. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. If additional information is received, a supplemental report will be sent. Csi ID: (B)(4).

Event description:
The viperwire guide wire fractured during use via radial access and was left in vivo.